Event description:
It was reported the pt had been taking blood thinning medication and did not stop the medication prior to the implant surgery. During the surgery, the pt lost a lot of blood. It was reported that the pt was re-hospitalized after the implant surgery, due to bleeding at the implant site (duration not known at this time). It was reported that the pt went to the ctr for programming adjustment several times, and the swelling has subsided significantly since the surgery.